Manufacturer narrative:
The cortrak was evaluated and found to be functioning per specifications. The customer reported there was no issues with the cortrak at the time of the insertion. An image of the final placement tracing was received which shows a deviation to the right of the patients midline indicating a right lung placement. The placement files from the cortrak were also reviewed . The tracing shows a deviation to the right of the patients midline at approximately 6-7 seconds into the placement. Insertion of the feeding tube continues until approximately 1 minute 30 seconds into the placement at which time even further deviation to the right is seen. None of the tracings are indicative of a typical gi placement. Placement into the lung is a known risk of any feeding tube placement procedure. Feeding tube placement is dependent on the patient and clinician not the tube or device itself.

Event description:
A cortrak assisted nasogastric tube placement led to a right lung placement resulting in a pneumothorax.